Event description:
It was reported the healthcare provider noticed an unusual accumulation of blood inside the header of the implantable neurostimulator (ins) after it had been implanted and tested for impedances, which were reported as normal. The healthcare provider inspected and palpated the device and it was reported blood bubbled out of the side of the header. When the healthcare provider looked closer, it was noted they were able to detect a small hole that allowed liquids to enter and exit the header. It was reported the patient's ins was replaced with a new one and the problem was resolved. There were no patient symptoms or injuries related to this event and the patient's outcome was reported as alive with no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.